Manufacturer narrative:
Device received with minor scratched on lcd display window noted. The test reservoir p-cap was able to lock in place. Device passed self test, off no power test and all operating currents tested within the specific range. No failed battery test were noted. Unable to prime during prime/a33 test due to faulty forces sensor resistor. Device passed basic occlusion and displacement test. Unable to confirm motor error alarm due to prime anomaly. The motor was tested outside of the device and passed. (B)(4).

Manufacturer narrative:
Device received with minor scratched on lcd display window noted. The test reservoir p-cap was able to lock in place. Device passed self test, off no power test and all operating currents tested within the specific range. No failed battery test were noted. Unable to prime during prime or a33 test due to faulty force sensor resistor. Device passed basic occlusion and displacement test. Unable to confirm motor error alarm due to prime anomaly. The motor was tested outside of the device and passed. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they received no delivery alarm, a motor error, battery issues, and had scratches on the screen. The customer's blood glucose was unknown at the time of incident. Troubleshooting was not provided. No alarms were cleared. No other information was provided. The insulin pump will not be returned for analysis.